Event description:
It was reported that the patient had had bone void filler implanted during an unknown dental procedure. After an unspecified period of time, "the gingiva disintegrated" and the dentist performed a "revision" on the patient and needed to "debride, irrigate and take a graft from the hip."

Manufacturer narrative:
(B)(6). (B)(4). This medwatch report was completed using the information provided by the initial reporter/healthcare professional. Any missing or incomplete data is the result of the information not having been provided by the reporter. Neither the device nor imaging films were returned for evaluation. A review of the device history records did not identify any nonconformances to specification. It is unknown if the device contributed to the reported event; this report is being submitted for notification purposes.